Event description:
It was reported that, "intraoperatively we discovered that screws did not lock the anterior skim guide."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.